Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during the investigation, the keypad rubber was undamaged. Investigators were unable to verify further testing steps, and to adequately investigate the reported ¿tactile/changes¿ complaint due to moisture causing a blank display. The keypad cover was removed, and no contamination or damage was found to the key¿s contacts. Moisture corrosion was found to the power printed circuit board, eeprom circuit, and the keypad flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.